Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported difficult to advance and difficult to remove were confirmed. A review of the electronic lot history record and similar incident query for this product was not performed because the lot number was not provided. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional trek rx device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending (lad)artery. The patient presented with non-st-elevation myocardial infarction (nstemi). A 3.50x12mm trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated. After inflation, the balloon completely failed to deflate. Force was applied during removal due to the failure to deflate and the tip of the device separated. The balloon was on the wire but broke at the very distal tip of the balloon catheter. A bmw wire was introduced through the sheath and then used to pull the original wire and balloon out of the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An unspecified balance middleweight guide wire was returned frozen with the balloon dilatation catheter. Additional information reported that after the bdc separated, it was noted to be stuck on the guide wire. No additional information was provided.